Event description:
It was reported a 6f angio-seal sts vascular closure device was used to seal the arteriotomy site post diagnostic coronary angiogram. Later that night, the pt returned to the emergency room (ER) due to groin pain and limb numbness. The pt was sent home with darvocet. The next morning, the pt fell due to lack of feeling in the leg. The pt returned to the ER with a blue and swollen leg. A contralateral femoral angiogram was performed, which showed a filling defect at the site of the angio-seal deployment. The area was ballooned and flow was restored. During the procedure, the superficial femoral artery was dissected with an amplatz wire. The pt suffered a fractured fibula from the fall. The pre-deployment angiogram obtained before the angio-seal was deployed revealed a narrowing at the sheath insertion site that may represent a dissection.